Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Device code 3009 captures the reportable event of gel misplaced, non-vascular. Patient code 1888 captures the reportable event of hemorrhage. Patient code 1994 captures the reportable event of pain. Patient code 2001 captures the reportable event of perforation. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the procedure was done under local anesthesia. According to the complainant, the gel leaked into the rectal mucosa. The first pass of needle for hydrodissection punctured the rectal mucosa and the second attempt was successful but path of least resistance was already established allowing gel to fill rectal/prostate interface and leak into the rectal mucosa. After the procedure, the patient had some pain with bowel movements that improved with hydrocortisone suppositories. Reportedly, over the weekend, the patient experienced worse pain, discharge, pus from the rectum and bleeding. He was treated with antibiotics and levofloxacin in addition to flagyl for 7 days. The patient condition was reported to be stable. The patient has not yet received radiation therapy.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the procedure was done under local anesthesia. According to the complainant, the gel leaked into the rectal mucosa. The first pass of needle for hydrodissection punctured the rectal mucosa and the second attempt was successful but path of least resistance was already established allowing gel to fill rectal/prostate interface and leaked into the rectal mucosa. After the procedure, the patient had some pain with bowel movements that improved with hydrocortisone suppositories. Reportedly, over the weekend, the patient experienced worse pain, discharge, pus from the rectum and bleeding. He was treated with antibiotics and levofloxacin in addition to flagyl for 7 days. The patient condition was reported to be stable. The patient has not yet received radiation therapy.